Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lot of pain/ pain') in a (B)(6) year old female patient who had essure (batch no. He0135b) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included amoxicillin in (B)(6) 2018, hydrocodone since 2018, ibuprofen from (B)(6) 2018 to (B)(6) 2018 and paracetamol (tylenol 8 hour) from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2018, the patient experienced headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("pain in my back") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2018, the patient experienced urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems"). On (B)(6) 2018, the patient experienced vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection") and vaginal discharge ("vaginal discharge"). In 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and flank pain ("side pain"). On an unknown date, the patient experienced fatigue ("very tired all the time"). The patient was treated with antibiotics and surgery (total hysterectomy (uterus and cervix removed), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, flank pain and fatigue had not resolved and the headache, vaginal infection, vaginal haemorrhage, menorrhagia, urinary tract disorder, urinary tract infection, cystitis, bladder disorder, vaginal discharge, dysmenorrhoea, dyspareunia, back pain and vulvovaginal pain had resolved. The reporter considered back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, flank pain, headache, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: discrepancy in essure insertion date (B)(6) 2017 & (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2018: total bilateral occlusion., both sides were blocked. Most recent follow-up information incorporated above includes: on 23-aug-2019: pfs received- lot number were added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), urinary problems, bladder problems, bladder infection, vaginal infection, urinary tract infection, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, vaginal pain, headaches were added. Outcome of back pain updated to recovered / resolved. New reporter, patient information, lab data, concomitant and treatment drugs were added incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lot of pain/ pain') in a 32-year-old female patient who had essure (batch no. He0135b) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included amoxicillin in (B)(6) 2018, hydrocodone since 2018, ibuprofen from (B)(6) 2018 and paracetamol (tylenol 8 hour) from (B)(6) 2018. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2018, the patient experienced headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("pain in my back") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2018, the patient experienced urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems"). On (B)(6) 2018, the patient experienced vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection") and vaginal discharge ("vaginal discharge"). In 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and flank pain ("side pain"). On an unknown date, the patient experienced fatigue ("very tired all the time"). The patient was treated with antibiotics and surgery (total hysterectomy (uterus and cervix removed), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, flank pain and fatigue had not resolved and the headache, vaginal infection, vaginal haemorrhage, menorrhagia, urinary tract disorder, urinary tract infection, cystitis, bladder disorder, vaginal discharge, dysmenorrhoea, dyspareunia, back pain and vulvovaginal pain had resolved. The reporter considered back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, flank pain, headache, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: discrepancy in essure insertion date (B)(6) 2017 & (B)(6) 2018 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: total bilateral occlusion., both sides were blocked.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: quality safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
Can't complete.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lot of pain/pain') in a 32-year-old female patient who had essure (batch no. (B)(4)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included amoxicillin in (B)(6) 2018, hydrocodone since 2018, ibuprofen from (B)(6) 2018 and paracetamol (tylenol 8 hour) from (B)(6) 2018. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2018, the patient experienced headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("pain in my back") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2018, the patient experienced urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems"). On (B)(6) 2018, the patient experienced vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection") and vaginal discharge ("vaginal discharge"). In 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and flank pain ("side pain"). On an unknown date, the patient experienced fatigue ("very tired all the time") and pain in extremity ("leg pain"). The patient was treated with antibiotics and surgery (total hysterectomy (uterus and cervix removed), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, flank pain and fatigue had not resolved, the headache, vaginal infection, vaginal haemorrhage, menorrhagia, urinary tract disorder, urinary tract infection, cystitis, bladder disorder, vaginal discharge, dysmenorrhoea, dyspareunia, back pain and vulvovaginal pain had resolved and the pain in extremity outcome was unknown. The reporter considered back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, flank pain, headache, menorrhagia, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: discrepancy in essure insertion date (B)(6) 2017 and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: total bilateral occlusion., both sides were blocked. Lot number: he0135b. Production date: (B)(6) 2017. Expiration date: (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lot of pain/ pain') in a 32-year-old female patient who had essure (batch no. He0135b) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included amoxicillin in april 2018, hydrocodone since 2018, ibuprofen from (B)(6) 2018 and paracetamol (tylenol 8 hour) from (B)(6) 2018. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2018, the patient experienced headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("pain in my back") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2018, the patient experienced urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems"). On (B)(6) 2018, the patient experienced vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection") and vaginal discharge ("vaginal discharge"). In 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and flank pain ("side pain"). On an unknown date, the patient experienced fatigue ("very tired all the time") and pain in extremity ("leg pain"). The patient was treated with antibiotics and surgery (total hysterectomy (uterus and cervix removed), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, flank pain and fatigue had not resolved, the headache, vaginal infection, vaginal haemorrhage, menorrhagia, urinary tract disorder, urinary tract infection, cystitis, bladder disorder, vaginal discharge, dysmenorrhoea, dyspareunia, back pain and vulvovaginal pain had resolved and the pain in extremity outcome was unknown. The reporter considered back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, flank pain, headache, menorrhagia, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: discrepancy in essure insertion date (B)(6) 2017 & (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: total bilateral occlusion., both sides were blocked.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: plaintiff fact sheet received. Reporter information updated. Event: leg pain was newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.